Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000138961.

Event description:
It was reported that patient was experiencing ineffective therapy since one of the leads had migrated and ended up wrapping around the ipg in the pocket. As a result, surgical intervention took place on (B)(6) 2024, where in the migrated lead was explanted and replaced to address the issue. Post operatively therapy was restored. It is unknown which lead caused/contributed to the issue.